Manufacturer narrative:
The complaint was confirmed and the cause appears to be use related. The product returned for eval was a 4.2fr s/l broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located just distal to the clamping oversleeve, and the observed damaged which is characteristic of the failure type included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. A lot history review (lhr) of huwf1672 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the catheter broke at the end of the thickest part, the catheter was replaced.